Manufacturer narrative:
Unable to verify battery out limit alarm due to no button response. Unable to test operating currents due to no button response. No moisture damage found inside the insulin pump. Insulin pump received no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed battery out limit; buttons were unresponsive and had fluid exposure. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. Customer stated that she was at the beach and the insulin pump got wet. She went in the ocean with the insulin pump by accident. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)